Event description:
A 79-yr-old female admitted 10/3/95, with acute mi. On 10/6/95, went to cardiac cath lab and placed on intraortic balloon pump console at 16:30. Balloon functioned well and pt responded to therapy. Pt being transferred back and unit unplugged and placed on battery for transport and entire console went dead. Trouble shooting began. Pt went into cardiogenic shock and had to be transferred to another facility. 1. Helium leak 2. Power supply failure (battery).